Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had occluded. The customer¿s blood glucose was 297 mg/dl. The customer was assisted with troubleshooting. Customer received no delivery alarm during a bolus. Customer assisted to perform a 5.0 unit fixed prime. Customer states the insulin did not exit. Customer reports that insulin did not exit. Customer states the insulin pump alarmed with no reservoir detected. Customer states the plunger available. Customer reports insulin exits the tubing. Customer states they reinsert reservoir and run fill tubing until at least 5.0 unit and they observe insulin exiting the tubing or insulin pump alarms. Customer reports insulin exits with the fill tubing. The device will not be returned for analysis.